Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Corrected field: short description ¿ updated from 1/2 to 1/4 to reflect the number of products returned. The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation. The device history record (DHR): unable to review the applicable DHR as the batch number was unavailable failure analysis: the investigation identified that the blue coating at the end of the hook had melted. Root cause analysis: the initial assessment confirmed an alteration of the blue coating at the tip of the hook. This degradation may impact the performance of the device. At this time, no patient harm has been reported. Preliminary analysis indicates that blister formation and coating degradation may be associated with specific conditions of use, such as high voltage or prolonged activation of the device. These potential contributing factors are currently under investigation. Internal testing performed under the device¿s intended use conditions did not reproduce the melting phenomenon. To further assess potential contributing conditions, additional testing is being planned. A corrective and preventive action (CAPA) has been initiated to identify the root cause, evaluate associated risks, and define appropriate actions as necessary. The effectiveness of any implemented actions will be verified in accordance with the quality management system.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports for the 1st device reportedly used during this event. This report is linked to mfg number 3003249645-2025-00052. It was reported that during a laparoscopic procedure, the surgeon noticed that the hook cev2295a 3pk n5 for hook handle (cev2295a) hook melted, with blue traces on the image. The debris was removed and washed. There was no impact on the patient; thus, no injuries or surgical delays were reported.